Event description:
On oct 13, 2022 biodex was notified by emergo (biodex's EU ar), that an injury occurred on (B)(6) 2022 involving system4 pro isokinetic system, serial number: (B)(4). While adjusting the height of the dynamometer head, the physical therapist operating the machine fractured her metacarpal bone as the dynamometer head fell after loosening the clamping screw. Proxomed, german distributor and local service provider, preformed service on this device on 6/24/2022 (call record: c134792/c136385). This was the first service call on the device, and proxomed reported that the clamping block was deformed due to overtightening of the clamping lever. However, the gas spring was not defective. [The gas spring prevents the head from falling.] On 9/7/2022 proxomed performed a follow up service call and was unable to find any traceable defect. Proxomed cleaned and lubricated the clamping mechanism, and confirm system operating correctly.

Manufacturer narrative:
Manufacturer has requested return of suspect component, but has not yet received it.